Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported condition. The se performed complete verification testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a pb540 ventilator did not deliver any volume output. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.